Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 6 years and 2 months due to degeneration. The patient was doing ok post procedure. The valve was replaced with a 26mm 9750tfx valve.

Manufacturer narrative:
This file was found to be a duplicate of file complaint# (B)(4) per serial number match (sn# (B)(6)). The investigation of the event will be performed under (B)(4). The event type for this file will be changed accordingly to "duplicate" and the file will be voided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.